Event description:
A malfunction alarm occurred with a code displayed as "malf 9." There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, and after following these instructions, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears. The customer confirmed understanding and agreement with this guidance.